Manufacturer narrative:
Updated data: b2, b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the delivery catheter system (dcs) was accessed via the right femoral access site. Ap proximately 22 days following the valve revision procedure a duplex scan detected a right groin hematoma. Regarding the thrombosis that occurred approximately 1 month following the valve revision procedure, treatment was not required. The thrombosis was reported r elated of the valves, both medtronic and non-medtronic valves, deployed in the aortic position. The thrombosis event was not resolved. Also, approximately 1 month following the revision procedure left sided epistaxis occurred. The patient pulled out the nasogastric tube that had been secured with nasal bridle, and subsequently developed ¿severe¿ bleeding. Blood was coughed up and 3 blood clots were removed. A total of 500 milliliters (ml) of blood was suctioned. Treatment also included 15 liters of oxygen via a non-rebreather (nrb) mask, intravenous administration of an antipsychotic medication, and a rhino rocket. The patient was transferred to the intensive care unit (ICU) for airway protection and emergent intubation occurred. A bronchoscopy was performed, and a ¿moderately¿ sized blood clot was removed. Transfusion of 1 unit of packed red blood cells were also provided. Approximately 2 months following the valve revision procedure a computed tomography (CT) of the abdomen and pelvis demonstrated a right groin hematoma. Of the abdominal wall scan the right groin noted a 4.5 x 4.2 x 5.4 centimeter (cm) low-density mass which measured 7.6 hounsfield units. This was consistent with fluid located in an area of surgical clips anterior to the femoral artery and vein possibly a seroma or an organized hematoma. The epistaxis was reported as unrelated to the medtronic devices. While hospitalized, an enterobacter cloacae urinary tract infection (uti) also developed. The uti was reported unrelated to the medtronic device and procedure.

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pre-existing medtronic transcatheter valve issue was first identified approximately 7 years and 1 month following its implant. Thirty-six days later the valve-in-valve revision occurred. The first valve used to revise the pre-existing medtronic transcatheter valve was a non-medtronic transcatheter valve. This non-medtronic valve had dislodged. As confirmed 4 additional transcatheter valves in total, 1 medtronic transcatheter valve and 3 non-medtronic transcatheter valves, were deployed and implanted to sequester the dislodged valve and treat the severe paravalvular leak and severe central leak that occurred as result of the dislodged non-medtronic valve. The pvl and central leaks were reported to be associated with a non-medtronic valve. Hospitalization was prolonged as result of this event. At the end of this valve revision procedure a non-medtronic transcatheter valve was the active valve. The coagulopathy required a blood transfusion. The number of units was not provided. The coagulopathy initially reported as resolved 4 days following the onset. However, a hemoglobin measurement of 7.6 was obtained. The last blood transfusion was administered 5 days following the valve revision procedure. Twelve days following the valve revision the hemoglobin of 9.2 and hematocrit value of 30.3 were noted. These values were reported as stable and no further indications noted for a transfusion. The date of the coagulopathy resolution was updated to 12 days following the valve revision as result. The hypervolemia required intravenous concomitant unspecified medication. The pulmonary hemorrhage resolved 5 days following the valve implant.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 28-may-2027, UDI#: (B)(4) continuation of d10: product ID {{evolutr-34-us}}; product lot/serial number(B)(6); product type: {{heart valve}}; implant date {{2018-may-31}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{sapien}}; product lot/serial number {{unknown}}; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} product ID {{sapien}}; product lot/serial number {{unknown}}; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} product ID {{sapien}}; product lot/serial number {{unknown}}; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} product ID {{sapien}}; product lot/serial number {{unknown}}; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} product ID {{drug eluting stent}}; product lot/serial number {{unknown}}; product type: {{coronary stent}}; implant date (B)(6) 2025; explant date {{na}} product ID {{drug eluting stent}}; product lot/serial number {{unknown}}; product type: {{coronary stent}}; implant date {{2025-aug- 08}}; explant date {{na}} product ID {{drug eluting stent}}; product lot/serial number {{unknown}}; product type: {{coronary stent}}; implant date (B)(6) 2025; explant date {{na}} product ID {{drug eluting stent}}; product lot/serial number {{unknown}}; product type: {{coronary stent}}; implant date (B)(6) 2025; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 3 months following the implant of this transcatheter bioprosthetic aortic valve a valve revision was required due a structural valve deterioration. A ¿severe¿ hemodynamic deterioration with report of severe unspecified aortic regurgitation was reported. During the valve-in-valve revision approximately 9 days later, a non-medtronic transcatheter valve was deployed as the replacement device. However, this non-medtronic valve dislodged in the left ventricle (lv). As result, a new evolut valve system was used to snare the non-medtronic valve from the lv. The physician deployed this new evolut valve to 80% inside the non-medtronic valve and pulled the non-medtronic valve back to the inflow of the failed evolutr and secured the non-medtronic valve near the bottom of the annulus and lv. As reported, the valve was not impinging on the anterior leaflet. The physician was unable to move the non-medtronic valve all the way inside of the original failed evolutr valve due to the outflow of the non-medtronic valve getting caught on the inflow of the medtronic valve due to the tilting and angle of valves. A severe unspecified leak was identified on echocardiography. The physician proceeded with implanting additional non-medtronic valves. The status of the valve used to snare the initial non-medtronic valve was unclear. This valve was reported as implanted and out-of-service and inactivated. It was also reported that three other additional transcatheter valves were implanted. A total of 4 new transcatheter valves were implanted. It was further reported that an unspecified explant occurred and a coronary artery bypass graft (CABG) was performed. During the revision procedure, immediately after the deployment of the fourth transcatheter valve was implanted a proximal right coronary artery (rca) dissection was identified. The dissection was treated with the implantation of four overlapping drug-eluting stents which achieving complete restoration of timi-3 coronary flow. Normal rca blood flow. The proximal stent was implanted over-lapping the non-medtronic transcatheter valve by 1-2 millimeters (mm). Sinus rhythm remained throughout. As reported a fourth non-medtronic valve was successfully implanted in a high position with the elimination of severe aortic regurgitation. The hemodynamics improved on extracorporeal membrane oxygenation (ECMO) support. Cardiogenic shock also occurred during the revision procedure which required ECMO. As result, 3 days later a left ventricular assist device (lvad) placed. Anemia also occurred and a blood transfusion was provided. The number of units was not reported. The day following the valve revision procedure a pulmonary hemorrhage was identified. The pul monary hemorrhage was treated with 1 unit of packed red blood cells (prbc). Four days later copious amount of thick bloody secretions from suctioning was noted. A bronchoscopy was being considered. Also on this date, hyperglycemia and coagulopathy were identified. Treatment required continuous insulin at 0.4 units per hour. Treatment not reported for the coagulopathy. Two days following the va lve revision a right ventricular (rv) myocardial infarction occurred as a result of the rca occlusion/dissection. The infarction was reported as likely secondary to an occlusion from the transcatheter aortic valve. A bedside echocardiogram showed mild-moderate reduction in rv systolic function. The rv function was supported with the use of intravenous dobutamine and diuretic. A follow-up echocardiogram performed 7 days later showed improvement in the rv function as it then appeared at least mildly reduced. Three days following the valve revision hypervolemia developed. Treatment was not reported. The event was reported as resolved with sequelae.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe intraoperative hypotension occurred which required the initiation of ECMO to maintain hemodynamic stability and heart function. Following the procedure, the patient¿s ejection fraction measured 10-15%. Multiple ECMO turn-down trials were performed and unsuccessful. Subsequently, the lvad was placed. The day after the lvad placement, the patient experienced fevers up to 102 degrees without known etiology. White blood cell (wbc) count was normal, blood cultures were drawn, and the patient was started on multiple antibiotics. The next day, the patient¿s wbc count increased to 14.75 10*3/ul. Three days later, the blood cultures came back positive for staphylococcus haemolyticus. Antibiotics were adjusted and blood cultures were redrawn with no growth to date. No further treatment was indicated. Per the physician, neither the implant procedure nor the medtronic products caused or contributed to the infection.

Event description:
Additional information received indicated that the pre-existing medtronic valve had contributed to the dislodgement of the non-medtronic valve. Per the physician, the two medtronic valves and the delivery catheter system (dcs) did not contribute to the right coronary artery dissection. However, the pre-existing medtronic valve led to the cardiogenic shock due to the severe aortic regurgitation and the underlying heart failure. The cardiogenic shock resolved 28 following onset. Per the physician the heart failure and anticoagulation caused the pulmonary hemorrhage with the valve revision procedure a contributing factor. The pulmonary hemorrhage resolved 4 days following onset. As reported, the cause of the coagulopathy was the extracorporeal membrane oxygenation (ECMO) and left ventricular assist device (lvad). Unspecified blood products were required. The patient did not have a history of bleeding issues. The coagulopathy resolved 11 days following onset and was reported as possibly procedural related as well. Per the physician, the cause of the hypervolemia was the fluid and blood resuscitation and kidney shock/cardiogenic shock. Continuous diuretic infusion was required. Per the physician the medtronic products nor procedure were contributing factors. The hypervolemia resolved 22 days following onset. The patient was still hospitalized and monitored closely by nutrition and physical therapy team to regain strength with plans to discharge to an acute rehabilitation unit (aru). A non-medtronic transcatheter valve remained the active valve. Approximately 34 days following the transcatheter aortic valve revision thrombosis of the aortic transcatheter valve was reported. The patient underwent a computed tomography angiogram (cta) with and without contrast. The cta identified that the lumen of the valve was ¿totally¿ thrombosed. Thrombosis of the sinus of the valsalva was also reported. The right coronary cusp was thrombosed sparing ¿a gutter connecting the right coronary artery (rca) to the lumen of the aorta¿. The left cusp was thrombosed involving the ostium of the left main. The patient's medical team concluded that the thrombosis occurred due to the presence of the left ventricular assist device (lvad) and when the patient's blood thinners were stopped due to the bleeding event. Additionally, the medical team determined the thrombosis of the transcatheter aortic valve was not effecting the lvad function and therefore, the patient was not experiencing any event-specific symptoms at this time. This thrombosis event was unresolved. The hyperglycemia resolved approximately 38 days following onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to clarify that the previously noted right ventricular infarction was first noted during the valve revision procedure.

Manufacturer narrative:
Updated/corrected data: a4, b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 22 days following the valve revision a right groin hematoma was identified. An ultrasound revealed a non-vascularized, anechoic structure which was reported as likely a hematoma in the right groin that measured 5.7 x 2.9 x 4.6 centimeters (cm). There were no plans for intervention. The hematoma was unresolved. The cardiogenic shock resolved approximately 28 days following the valve implant procedure. The right ventricular infarction resolved approximately 21 days following onset and was reported as unrelated to the valve or procedure. The hypervolemia required intravenous diuretics and resolved 22 days following onset. The hypervolemia was reported not related to the valve or procedure. The patient remained hospitalized. Additionally it was confirmed that a coronary artery bypass graft (CABG) nor valve explants had not occur as result of this event. The CABG and explant information was initially provided to medtronic in error.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the onset of the urinary tract infection (uti) was approximately 2 months following the valve revision. Intravenous antibiotics were required. The uti resolved 5 days following onset and was reported as unrelated to the medtronic transcatheter valves. The patient was discharged from the hospital over 2 months following the valve revision to an acute rehabilitation unit (aru) as planned. Approximately 3.5 months following the valve revision, the patient was re-hospitalized for an unspecified issue reported as unrelated to the valve revision event. The following day discharge from a stepdown or telemetry unit occurred.